Event description:
It was reported that a cadd solis pump failed delivery testing by greater than 21.2 ml. There was no patient involved.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal label was missing. Scratches and cracks on the lcd lens screen were noted when the device was visually inspected. A review of the event history log was unable to confirm the reported event. Functional tests performed, which were able to replicate or confirm the reported event. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was out of mechanical specifications. The expulsor was replaced in order to bring the delivery into more nominal of a range. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.